Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The location of the target lesion was not specified. A 12mm x 4.00mm nc quantum apex mr balloon catheter was used to treat the target lesion. Upon inflation, the balloon ruptured at 18 atmospheres. The device was removed from the patient intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a shelf box. There was contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).